Manufacturer narrative:
Follow-up #1; date of submission: 04/23/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: the black box data from the event date had been overwritten due to continued pump use. Evidence of a partially discharged battery being installed for use was observed in the available black box data. The battery compartment was observed to be intact. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). The pump was able to maintain power with the returned battery cap installed. Evaluation revealed that the pump drew electric current at levels within the specifications: the reported issue was not duplicated. The pump case was removed, and no evidence of internal damage or defect was found. During the analysis, the pump operated according to the specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that battery life was shorter than expected. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.